Event description:
Prosthesis had lost all fluid in reservoir/pump. This happened before and had been corrected by refiling the reservoir unit fluid. Co would no longer supply kit to refill the reservoir therefore the decision was made to remove the prosthesis. This was the second co prosthesis that failed.